Event description:
From nurse: I went to go and change the infant's diaper and vent his gt tube. When he was unswaddled, the gt tube (14 french mini) was found to be out of the patient's stomach. The doctor and surgery was called immediately. There was a large visible hole in the balloon and when I filled the balloon with sterile water, the sterile water came right back out, thereby indicating that the product was broken. The balloon had originally been filled with 4 ml of water by surgery (manufacture recommends 3 - 5 ml of sterile water). While awaiting a new gt tube, a 14 french foley catheter was placed in the site in order to keep it patent. New 14 french mini was replaced by md and filled with 3 ml of sterile water this time. I expressed concern over using the same product as this is the second time that this has occurred in the last week.